Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Investigation is reported below: the exact root cause of the reported problem has not been determined with certainty. By the analysis performed, it is observed that the r markers and r amplitude measures that are not displayed on the programmer screen are indeed correctly presented in the files stored during these recordings, therefore excluding any communication issue. The most probable cause is a software bug at the programmer software interface layer for the display.

Event description:
On (B)(6) 2024 , using smarttouch tablet with 3.16 smartview installed, the r amplitude values are not present for some r markers in the sensitivity test screen. In the real time egm in the upper part of the screen, some r markers are not displayed, even if present in the sensitivity test egm.